Event description:
Patient underwent a right superficial femoral artery intervention. Physician participating in case withdrew wire, and upon removal of wire from lower extremity it was noted that the guide wire was no longer intact and the tip remained lodged in the artery. Physician medical decision making was to continue with procedure, and leave the tip of the catheter in the artery as it remained and noted to be found on imaging studies. Procedure was completed and patient was discharged home with remaining catheter tip in patient.